Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated (elective replacement indicator, eri) due to high battery impedance on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2011. Analysis results revealed high battery impedance, causing eri.

Event description:
It was reported that the device triggered elective replacement indicator (eri) after only (B)(6). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated (elective replacement indicator, eri) due to high battery impedance on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2011. Analysis results revealed high battery impedance, causing eri. (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device triggered elective replacement indicator (eri) after only five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.